Event description:
It was reported that the patient experienced coupling and or communication issues. An overdischarge was suspected. The last successful recharging session was over a year ago, as the patient had been hospitalized and was unable to charge. A physician mode recharge was successfully performed and stimulation returned. The patient had multiple hip surgeries recently and the leads may have moved. The doctor planned to take an x-ray to check lead placement, and was still in the process of determining if stimulation was in the correct location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4), lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.